Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) evaluated the iabp unit for the reported iabp is making grinding noises coming from the fan, he observed that the units compressor is failing causing the noise that the customer is hearing. The noise did not affect the performance of the compressor however a new unit is ordered and will be replaced. Once the part was received the fse removed and replaced the compressor as required and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had the cooling fan that was making a grinding noise and was going out. There was no patient involvement, and no adverse event reported.